Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the third-party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. He device's system pca and internal battery needs to be replaced to address the issues. Additionally, air foam inlet filter will be replaced due to preventive maintenance.